Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with noise due to pectoral stimulation. To address this, a procedure was performed on (B)(6) 2021 in which the same lead was revised and programming changes were made to restore normal parameters. Post-procedure the patient was stable.